Manufacturer narrative:
One medfusion pump was received with visible contamination around the plunger head, the top case was cracked on the corners, the right plunger case was cracked, and the left plunger case also bulges out. The event history log was reviewed and there was a check syringe plunger sensor message. The plunger head movement was tested and the reported issue was able to be duplicated. There was contamination around the plunger flippers. This issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. The left plunger case was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump's syringe plunger flippers were stuck. There was no reported adverse event.